Event description:
Patient underwent egd for peg placement. An avanos 20fr mickey peg placement was placed using standard pull technique without issue. After placement, repeat inspection of the esophagus noted blood with a small, ~10mm mucosal level tear of the distal esophagus. This was examined carefully and no deeper injury was found. It stopped bleeding on its own, and the procedure was completed. The patient awoke appropriately after the procedure with no acute issues.